Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged from 250-326 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.